Event description:
This is an olympus loaner asset that was inspected. A b30 scope communication error message was observed for the device, indicating there is no image. There is no harm to any patient or persons. Upon evaluation of the device, along with the b30 error message, an e216 scope communication error was also received for the device. Both the b30 and e216 error messages were received due to the presence of dirt on the video connector pins. This medwatch is being submitted for the reportable issue of b30 and e216 error messages received for the device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that along with the b30 error message, an e216 scope error was also received for the device. Both the b30 and e216 scope communication error messages were received. This is attributed to the presence of dirt on the video connector pins. Other observations for the device are: insufficient electrical insulation; distal end rubber coating (a-rubber) chipped due to deterioration; insufficient angle due to stretching of angle wire; and scratches observed on the video cable oredome. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum dec 5, 2022: the b30 error message was observed upon returned device inspection. There is no reported malfunction by the customer. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the communication errors were caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.